Event description:
Boston scientific crm received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD). It was determined that the device had experienced a dump timeout, relating to the device not being able to dump energy from the capacitors within a certain time frame. Additional information was received indicating the device had displayed a fault code due to a charge time-out. The device was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This event will be updated when analysis is complete. Review of device memory confirmed the device experienced two charge time outs. A dump timeout could not be confirmed as fault codes are not stored in device memory once they have been cleared by a programmer. The device case was opened. Internal inspection noted high voltage overstress on the load resistor flex and the high voltage capacitor flex. This overstress resulted in the observed fault codes. Analysis was unable to determine the root cause of the overstress due to the extent of the damage.